Manufacturer narrative:
Additional information provided in device evaluated by MFR., and adverse event problem. The product was not returned. Company complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a non-qualified company lens, 5.0 diopter lens model and a non-qualified company iii handpiece. The company model is only qualified for use in the company (a) cartridge. The root cause is most likely related to a failure to follow the dfu. The account used an unqualified lens/company cartridge combination. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, a haptic broke upon placement. A new lens was used to complete the case. There was no patient impact.